Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since defective samples were not received for relevant testing, the specific composition of the foreign matter cannot be determined, and therefore the exact source of the foreign matter cannot be identified. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter after opening the IV catheter today, the needle tip was blocked by a foreign object.